Manufacturer narrative:
This report, is associated with (B)(4), corega super mocny delikatnie mietowy. Corega super mocny delikatnie mietowy is marketed as poligrip in the us.

Event description:
Swallowing the product [accidental device ingestion], vomiting [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received double salt dental adhesive cream (corega super mocny delikatnie mietowy) cream for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (corega super mocny neutralny smak) cream (batch number nw8b, expiry date 31st march 2020) for denture wearer. Concurrent medical conditions included allergy (allergy to mint). On an unknown date, the patient started corega super mocny delikatnie mietowy and corega super mocny neutralny smak. On an unknown date, an unknown time after starting corega super mocny delikatnie mietowy and corega super mocny neutralny smak, the patient experienced accidental device ingestion (serious criteria gsk medically significant), vomiting, unexpected beneficial therapeutic response, overdose and product complaint. On an unknown date, the outcome of the accidental device ingestion, unexpected beneficial therapeutic response, overdose and product complaint were unknown and the outcome of the vomiting was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion and vomiting to be related to corega super mocny delikatnie mietowy. It was unknown if the reporter considered the accidental device ingestion to be related to corega super mocny neutralny smak. Additional details: the patient complained it was very difficult to buy corega with the natural taste. Most of the available on the market corega product have mint taste. The patient has allergy to the mint. He used corega super mocny delikatnie mietowy once and due to smell of mint he wanted to vomit. Generally the patient uses corega super mocny neutralny smak. The patient did not like the advertising of the corega where it was told that the denture was kept in 3 direction. He wished the denture was kept even in one direction. In the patient opinion the cream was dissolving in the water and in the saliva. Finally the denture was not on hold, the upper or the lower denture was not kept. The problem occurred during the eating. The patient need to wear both dentures. He has only a few own teeth. He was able to eat the breakfast but till the lunch the adhesive discontinued to keep the denture and the patient had to adhesive the dentures once again. The patient complained the size of the letters on the packaging. He used magnifying glass to read the text. Nevertheless the patient observed that the product included some ingredient which allow him to use less of ranigast (ranitidine). Corega produced the coat in the stomach, what protect before the stomach acid. The patient stated that if someone has ulcer issue, it helps. When the human use corage, he feels better and does not have problems after eating. The viscosity of corega protect the stomach before the acid, and the acid does not irritate the stomach. Action taken with corega super mocny delikatnie mietowy was withdrawn and unknown for corega super mocny neutralny smak.

Manufacturer narrative:
3003721894-2018-00264, is associated with argus case (B)(4), corega super mocny delikatnie mietowy. Corega super mocny delikatnie mietowy is marketed as poligrip in the us. Follow up information received 24 september 2018 via product quality assurance: pq executive summary: this is the first complaint of this nature for this batch, this is within the upper control limit therefore no further actions will be taken at this time. A notification review check was carried out on this batch which relates to manufacturing deviations, vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received.

Event description:
Swallowing the product [accidental device ingestion]. Unexpected beneficial effect [unexpected beneficial therapeutic response]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 82-year-old male patient who received double salt dental adhesive cream (corega super mocny delikatnie mietowy) cream for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (corega super mocny neutralny smak) cream (batch number nw8b, expiry date 31st march 2020) for denture wearer. Concurrent medical conditions included allergy (allergy to mint). On an unknown date, the patient started corega super mocny delikatnie mietowy and corega super mocny neutralny smak. On an unknown date, an unknown time after starting corega super mocny delikatnie mietowy and corega super mocny neutralny smak, the patient experienced accidental device ingestion (serious criteria gsk medically significant), vomiting, unexpected beneficial therapeutic response, overdose and product complaint. On an unknown date, the outcome of the accidental device ingestion, unexpected beneficial therapeutic response, overdose and product complaint were unknown and the outcome of the vomiting was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion and vomiting to be related to corega super mocny delikatnie mietowy. It was unknown if the reporter considered the accidental device ingestion to be related to corega super mocny neutralny smak. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient complained it was very difficult to buy corega with the natural taste. Most of the available on the market corega product have mint taste. The patient has allergy to the mint. He used corega super mocny delikatnie mietowy once and due to smell of mint he wanted to vomit. Generally the patient uses corega super mocny neutralny smak. The patient did not like the advertising of the corega where it was told that the denture was kept in 3 direction. He wished the denture was kept even in one direction. In the patient opinion the cream was dissolving in the water and in the saliva. Finally the denture was not on hold, the upper or the lower denture was not kept. The problem occurred during the eating. The patient need to wear both dentures. He has only a few own teeth. He was able to eat the breakfast but till the lunch the adhesive discontinued to keep the denture and the patient had to adhesive the dentures once again. The patient complained the size of the letters on the packaging. He used magnifying glass to read the text. Nevertheless the patient observed that the product included some ingredient which allow him to use less of ranigast (ranitidine). Corega produced the coat in the stomach, what protect before the stomach acid. The patient stated that if someone has ulcer issue, it helps. When the human use corage, he feels better and does not have problems after eating. The viscosity of corega protect the stomach before the acid, and the acid does not irritate the stomach. Action taken with corega super mocny delikatnie mietowy was withdrawn and unknown for corega super mocny neutralny smak. Follow up information received from the consumer on 14 aug 2018: corega super mocny neutralny smak was continued with no change. The patient continued to use corega super mocny neutralny smak. He claimed that up to 1/3 of the content of the tube was water and the adhesive did not stick to the prosthesis. The patient had to use the product several times a day. After using the 1/3 of tube of the product, everything was correct. The patient used the adhesive only once daily according to the instructions from the leaflet. The patient does not have the impression of swallowing glue and he felt good. He did not visited the physician. Follow up information was received from quality assurance department on 24 sep 2018, it was unknown if the reporter considered the accidental unexpected beneficial therapeutic response to be related to corega super mocny neutralny smak. Action taken with corega super mocny delikatnie mietowy was withdrawn and nochange for corega super mocny neutralny smak. The quality assurance analysis revealed that complaint to be unsubstantiated. Product quality executive summary: this was the first complaint of this nature for this batch, this was within the upper control limit therefore no further actions would be taken at this time. A notification review check was carried out on this batch which relates to manufacturing deviations , vendor investigations, change controls and laboratory investigations, there were no issues noted during the manufacture of this batch as per the defect of this complaint received.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 82-year-old male patient who received double salt dental adhesive cream (corega super mocny delikatnie mietowy) cream for denture wearer. This case was associated with a product complaint. Co-suspect products included double salt dental adhesive cream (corega super mocny neutralny smak) cream (batch number nw8b, expiry date 31st march 2020) for denture wearer. Concurrent medical conditions included allergy (allergy to mint). On an unknown date, the patient started corega super mocny delikatnie mietowy and corega super mocny neutralny smak. On an unknown date, an unknown time after starting corega super mocny delikatnie mietowy and corega super mocny neutralny smak, the patient experienced accidental device ingestion (serious criteria gsk medically significant), vomiting, unexpected beneficial therapeutic response, overdose and product complaint. On an unknown date, the outcome of the accidental device ingestion, unexpected beneficial therapeutic response, overdose and product complaint were unknown and the outcome of the vomiting was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion and vomiting to be related to corega super mocny delikatnie mietowy. It was unknown if the reporter considered the accidental device ingestion to be related to corega super mocny neutralny smak. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient complained it was very difficult to buy corega with the natural taste. Most of the available on the market corega product have mint taste. The patient has allergy to the mint. He used corega super mocny delikatnie mietowy once and due to smell of mint he wanted to vomit. Generally the patient uses corega super mocny neutralny smak. The patient did not like the advertising of the corega where it was told that the denture was kept in 3 direction. He wished the denture was kept even in one direction. In the patient opinion the cream was dissolving in the water and in the saliva. Finally the denture was not on hold, the upper or the lower denture was not kept. The problem occurred during the eating. The patient need to wear both dentures. He has only a few own teeth. He was able to eat the breakfast but till the lunch the adhesive discontinued to keep the denture and the patient had to adhesive the dentures once again. The patient complained the size of the letters on the packaging. He used magnifying glass to read the text. Nevertheless the patient observed that the product included some ingredient which allow him to use less of ranigast (ranitidine). Corega produced the coat in the stomach, what protect before the stomach acid. The patient stated that if someone has ulcer issue, it helps. When the human use courage, he feels better and does not have problems after eating. The viscosity of corega protect the stomach before the acid, and the acid does not irritate the stomach. Action taken with corega super mocny delikatnie mietowy was withdrawn and unknown for corega super mocny neutralny smak. Follow up information received from the consumer on 14 aug 2018: corega super mocny neutralny smak was continued with no change. The patient continued to use corega super mocny neutralny smak. He claimed that up to 1/3 of the content of the tube was water and the adhesive did not stick to the prosthesis. The patient had to use the product several times a day. After using the 1/3 of tube of the product, everything was correct. The patient used the adhesive only once daily according to the instructions from the leaflet. The patient does not have the impression of swallowing glue and he felt good. He did not visited the physician.

Manufacturer narrative:
3003721894-2018-00264, is associated with argus (B)(4), corega super mocny delikatnie mietowy. Corega super mocny delikatnie mietowy is marketed as poligrip in the us.